Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 10 months post tavr with a 26mm sapien 3 ultra resilia valve, moderate prosthetic valve stenosis with peak velocity 3.4 m/sec and mean gradient 24 mmhg was noted. There is severe aortic regurgitation with regurgitant volume > 60 ml. There is both transvalvular and paravalvular aortic regurgitation present. Aortic valve intervention is recommended. Per clinical imagery review, it could not be determined if the leak was paravalvular or central, however the "reason for the regurgitation appears to be a very low valve. It sits ~50/50.'' (Post implant the valve was 60/40) there was no calcification or thrombus on the leaflets and the valve was well-expanded. Per the fcs, the patient underwent a valve in valve procedure where a 26mm sapien 3 ultra resilia was implanted higher than the previous valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to correction and additional information from a field clinical specialist. The following sections of this report have been updated: b.4, b.5 g.3, g.6, h.2 and h.6. The following sections of this report have been correct h.6 device code (from 4003 to 2616) the investigation is ongoing.

Event description:
Per additional information from the fcs, the initial position of the first valve was 80/20 and they pushed the catheter a bit too far forward while deploying.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product the complaints for increased gradients and central regurgitation are unable to be confirmed due to unavailability of the medical report/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''approximately 10 months post tavr with a 26mm sapien 3 ultra resilia valve, moderate prosthetic valve stenosis with peak velocity 3.4 m/sec and mean gradient 24 mmhg was noted. There is severe aortic regurgitation with regurgitant volume > 60 ml. There is both transvalvular and paravalvular aortic regurgitation present.'' Per the clinical imagery review, ''it could not be determined if the leak was paravalvular or central, however the 'reason for the regurgitation appears to be a very low valve. It sits 50/50.' (Post implant the valve was 60/40).'' In this case, limited information was provided; however, it is possible that the valve was implanted low with paravalvular leak (pvl), which may reduce blood flow back pressure leading to improper leaflet coaptation, resulting in central regurgitation. Due to limited information, a definitive root cause of the central regurgitation was unable to be determined at this time. In this case, regurgitation was reported, which could cause the heart to work harder to pump, therefore resulting in increased gradient. As such, available information suggests that patient factors (regurgitation) may have contributed to the reported increase gradients. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (pushing the catheter too far forward while deploying) caused or contributed to the malposition, while the malposition of the valve likely caused or contributed to the paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.